Event description:
On 08/01/06, nellcor received a report that the device "tore up the trachea" of a patient while in use. The caller reported that no further information is available, but if any new information becomes available, nellcor will be notified. Nellcor has made several attempts to collect further information related to this report but no response has been received.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report are not available for investigation.